Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp)power on test failed due to error code #10. There was no patient involvement.

Manufacturer narrative:
Additional information: tel -(B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) had power-on test failed due to error code #10. Customer stated that cardiosave powered on with audible alarm and error code 10. A getinge field service engineer (fse) verified error code 10 on power on. Re-calibrated all pressure transducers. Ran and passed all performance and function tests. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)power on test failed due to error code #10. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.